Event description:
The customer reported via phone call that he had a blank screen and a battery out limit alarm when it came back up. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer was advised to disconnect from the pump. Customer found no signs of damage on the pump. After troubleshooting, the display did not return. The customer's pump needs to be replaced because it was losing power after putting in a new battery. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that if he does not screw the cap all the way in, it stays on. Customer declined troubleshooting for the battery out limit alarm.

Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube connector not being plugged in properly. They were unable to verify the battery out limit alarm due to the blank display. Pump was received with a minor scratched display window, cracked case at the display window corners, and racked reservoir tube lip.